Event description:
It was reported a patient experienced a right inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. Twenty two days prior to receipt of this report the patient was hospitalized for the hernia repair and discharged later that evening. It was reported the hernia occurred after the start of pd therapy. Pd therapy was discontinued the day after the hernia repair and hemodialysis was started for eighteen days, subsequently the patient restarted pd therapy. At the time of this report the patient was recovered from this hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). The hernia occurred on an unspecified date in 2014. The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.